Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there is one additional complaint associated with the component lots for the reported issue. One opened trocar cannula was received wrapped in gauze with one opened trocar handle/blade assembly with tip protector, both were received loose in a bag for the report of broken cannula. The returned cannula sample was visually inspected. The cannula was returned with no hub, it was found to be non-conforming and there was presence of adhesive on the cannula. Photos attached to the parent complaint are reviewed by the manufacturing site. Five photos are attached. One photo shows the trocar blade/handle assembly and a trocar cannula. Four photos are of the cannula. Reported issue of broken cannula was confirmed. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that trocar cannula broke when he/she was using chandelier during surgery. The trocar hub is detached from the shaft. The product was replaced and procedure completed with no patient harm.